Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), using two r series devices simultaneously, an arc was heard. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device's (s/n (B)(6) and the customer's report was not replicated or confirmed. The device's were put through extensive testing including bench handling, impedance, electrical safety testing, and defibrillation cycling without duplicating the report. An internal inspection resulted in no findings. The device's were recertified and returned to the customer. Review of the device log showed the possibility that arching could have occurred due to evidence of poor coupling observed during the reported event. Poor coupling is typically a result from poor pad contact with patient, poor patient preparation, or possibly electrode placement. Instances of poor coupling can result in arching and or burns to the pads or patient. There is no indication, based on the review of the logs, of a device malfunction. No trend is associated with reports of this type.